Event description:
It was reported that the patient fell over a year ago and hcp (healthcare provider) had to put in a new stimulator. The patient had fallen because of some shrubs and she fell backwards.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# v449877, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).